Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. A commanded shock was delivered, and an error code 1005 was seen; the lead was then replaced for a new one. No adverse patient effects were reported.